Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. A short simulated therapy was successfully performed and found the device was in specification in relation to the reported symptom of over infusion, which was not reproduced through flow rate testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Report source: healthcare professional, company representative.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy. Customer reported magnesium in 50 ml was to run over two hours. Pump alarmed that it was finished after 27 ml infused and indeed bag was finished. Rate was set at 25 ml/hr. Three rns checked the settings and the original intended procedure was an IV infusion. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.